Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed no irregularities on the shaft of the device. The inner shaft was tested and met specification. Functional analysis was done by inserting the jetstream onto a.014 guidewire and the jetstream went over the guidewire with no restrictions or complications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter became stuck on the guidewire. The target lesion was located in the superficial femoral artery. This 2.1mm jetstream xc atherectomy catheter was utilized. During withdrawal the device become stuck on the jetwire. The catheter and guidewire were removed. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the catheter became stuck on the guidewire. The target lesion was located in the superficial femoral artery. This 2.1mm jetstream® xc atherectomy catheter was utilized. During withdrawal the device become stuck on the jetwire. The catheter and guidewire were removed. The procedure was completed with this device. No patient complications were reported.